Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample and one photograph were provided for evaluation. Upon evaluation of the photograph, bubbles were noted in the line. The reported defect was confirmed. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): cetuximab to be infused through filtered infusomat wouldn't prime properly. Eventually primed and set to infuse. Started getting air in line. Nurse tapped connection port to see if any air bubbles were in and the line popped off. This resulted in cetixumab spilling everywhere. No injury reported.